Event description:
It was reported that the catheter was placed in this patient in (B)(6) 2021. Blood return was seen in the catheter half a year after placement. This phenomenon was noted around two to three minutes after catheter flushing and locking. This happened quite frequently recently, resulting in the need for more frequent catheter flushing by the patient¿s family. Recently, blood return had become so serious that it affected catheter indwelling. This pediatric patient developed thrombus and the catheter was therefore removed. After the special factors related to the patient¿s disease and influencing factors related to relevant operation techniques were ruled out, the malfunction of the catheter valve was suspected. It was requested to test the valve of the catheter removed. 06/07/2022 additional information what imagining and or tests were performed to diagnose thrombus? Are results available? Axillary vein thrombosis detected by ultrasonography. What treatment was given to the patient for the thrombus? Any medications? Thrombosis has been treated. Not sure treated by medicine or other method. What is patient's current condition? Has the thrombus resolved? The patient's condition is well.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4165 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that the catheter was placed in this patient in (B)(6) 2021. Blood return was seen in the catheter half a year after placement. This phenomenon was noted around two to three minutes after catheter flushing and locking. This happened quite frequently recently, resulting in the need for more frequent catheter flushing by the patient¿s family. Recently, blood return had become so serious that it affected catheter indwelling. This pediatric patient developed thrombus and the catheter was therefore removed. After the special factors related to the patient¿s disease and influencing factors related to relevant operation techniques were ruled out, the malfunction of the catheter valve was suspected. It was requested to test the valve of the catheter removed. 06/07/2022 additional information -what imagining and or tests were performed to diagnose thrombus? Are results available? Axillary vein thrombosis detected by ultrasonography -what treatment was given to the patient for the thrombus? Any medications? Thrombosis has been treated. Not sure treated by medicine or other method. -what is patient's current condition? Has the thrombus resolved? The patient's condition is well..

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood backflow/valve failure was inconclusive because the clinical conditions in which the event was alleged to have occurred could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. Extension tubing and depth marking wear was observed. Fibrous tissue was observed around portions of the catheter shaft. Microscopic inspection of the valve was unremarkable. The valve appeared well formed. The valve was measured using a digital microscope and found to be within manufacturing specifications. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate the sample was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample; however, the pressure conditions of the catheter when indwelling could not be replicated, nor could the valve crack pressure be measured. Consequently this complaint is inconclusive at this time.